Manufacturer narrative:
Mml # (B)(4).

Event description:
It was reported that the patient underwent revision surgery to replace the left lead due to out-of-range/high-impedance failure. The left lead was removed, and a new lead was implanted without complication. There was no report of patient harm or injury.

Event description:
It was reported that the patient underwent revision surgery to replace the left lead due to out-of-range/high-impedance failure. The left lead was removed, and a new lead was implanted without complication. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4). As of the date of this report, the replaced assembly has not been received for failure investigation. Attempts to retrieve the removed lead assembly were unsuccessful. A review of the provided images confirmed that the left lead had an out-of-range/high-impedance failure. However, the root cause of the failure cannot be confirmed. If the part is received, a failure investigation will be conducted, and an additional report will be submitted. The device history record was reviewed. No relevant nonconformances were found.